Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiogenic shock secondary to left ventricular assist device (lvad) deactivation. The lvad was deactivated as a result of the patient being transitioned to comfort measures. The patient had a mesenteric ischemia of unknown cause the led to cardiogenic shock. The death was not considered to be device or therapy related and the device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.